Manufacturer narrative:
Pump had normal operating currents and passed the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies. Pump was monitored and no unexpected shutting off, off no power or bad battery alarms occurred during testing. The motor was tested outside the device and passed. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly, basal anomaly, or unexpected bolus deliveries noted during testing. Pump had downloaded to carelink pro; care link, history, and pump history files do not show a programmed 13 unit bolus or suspended bolus delivery for dates (B)(6). No unexpected bolus delivery occurred during testing. Pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer was able to rewind without incident. However, the displacement test failed. The insulin pump also alarmed off no power after the motor error alarm. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis and a replacement device was shipped to the customer.